Event description:
The customer reported that the video control pcb was abnormal and the cine disk was bad. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the parts on the system. The system functions normally at this time.